Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the optic was torn, during insertion. The reporter stated the incident may be the result of a loading error. The lens was removed and replaced without any patient injury.

Manufacturer narrative:
H6: evaluation: results (other): visual inspection of the returned product showed that both haptics and part of the optic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.